Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the battery was returned. The customer's report was not replicated or confirmed. The battery was installed in a test unit with no power issues; the unit powers on using the customer's battery. The battery was scrapped. A replacement battery was sent to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.